Manufacturer narrative:
.

Event description:
Analysis of the returned generator was completed. Monitoring of the device output signal showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery shows an ifi condition. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
Clinic notes dated (B)(6) 2014 note that the patient has experienced an increase in seizures. It was noted that she had two seizures in november, two in (B)(6) and three in (B)(6). The notes indicate that the patient has not been ill. The notes indicate that the vns was interrogated and found to have reached it's end of life. It notes the cause of the increasing seizure frequency is unclear and her lamotrigine was increased. The patient was referred for surgery. It is unknown whether or not the increase in seizures is above the patient's pre-vns baseline frequency. Attempts to obtain additional information have been unsuccessful to date. No surgical intervention has been performed to date.

Event description:
The patient underwent generator replacement surgery for near end of service. The generator was received for analysis. Analysis is underway, but has not been completed to date.